Event description:
It was reported that the programmer was having problems with the printer. It was further requested that the programmer be checked and any updated software applied if needed. The programmer was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the printer drawer was missing the roller. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board and the system fan was noisy. (B)(4).